Manufacturer narrative:
Device evaluation: no complaint product was returned for evaluation. Customer provided videos were received. The customer provided photos were evaluated and show the lens implanted in the patient¿s eye, and the lens is cracked and damaged. A photo of the explanted lens was also received, and the lens be observed to be damaged with the haptic region of the lens broken off. Due to no product being returned, no further evaluation could be performed. Complaint issue "dc-lens damaged" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, the product was released within specifications and the reported complaint issues could not be confirmed. No product deficiency or product malfunction was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: 23-feb-2024. Section h-3: device evaluated by manufacturer: yes. Device evaluation: the compliant simplicity was received inside the original folding carton. The lens was visually inspected under magnification revealing that the lens was damaged with a portion of the lens broken off. No further issues with the lens were observed. The simplicity was visually inspected revealing that the cartridge tip was damaged. Ovd was observed inside the cartridge, the lens module was opened and ophthalmic viscosurgical device ¿ viscoelastic (ovd) was also observed inside the lens module indicating that an excessive amount of ovd was used, which can cause the lens to advance incorrectly and could contribute to the compliant issue reported. No further issues were identified. Complaint issue "lens damaged" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: sections a-2 patient age and date of birth, a-4 patient weight, and a-5 patient ethnicity and race: unknown/asked information unavailable. Section d-6a date implanted: not applicable as the iol was removed and replaced during the same procedure. Section d-6b date explanted: not applicable as the iol was removed and replaced during the same procedure, therefore not explanted. Section e-1 telephone number: (B)(6) section h3-81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the dib00 model intraocular lens (iol) was injected into the capsular bag, the lens was cracked up to the visual axis area. The iol was removed during the same procedure and replaced with a spare spherical lens. There are no daily tasks that the patient is unable to complete that they could prior to surgery. The following are unknown: incision enlargement, medical attention was required, medication prescribed (outside of standard care), sutures, and vitrectomy. It was reported the patient is temporarily impaired. No further information is available.